Manufacturer narrative:
(B)(4), diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. On (B)(6) 2025, during nighttime hours, the patient¿s cgm issued an alert indicating glucose levels in the 40 mg/dl range. No bg meter reading was reported. The patient self-treated the low glucose alert with juice. The following morning, the patient¿s cgm displayed a reading of 128 mg/dl, after which he consumed his usual breakfast. Shortly thereafter, the patient began experiencing symptoms including dry mouth, increased thirst, nausea, and general malaise. He then performed a fingerstick bg test with his meter, which indicated a reading of ¿high.¿ the patient was presented to the emergency room (ER) for evaluation. At the ER, laboratory testing showed a bg level exceeding 700 mg/dl. No additional details regarding treatment, medication administration, hospitalization status, or clinical findings were provided. Attempts to follow up with the reporter for further clarification were unsuccessful. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.